Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that, during setup or inspection for an arthroscopy procedure, foreign material was found inside the sterile package of the multivac wand. A backup device was available and no patient injury or delay was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The workmanship standard, inspection of foreign material, was reviewed and found that materials smaller or equal to 2 mm^2 are acceptable. A visual inspection of the returned device found the unit was sealed and in original packaging. The foreign material was not seen within sealed package. Upon opening the packaging the foreign material was located. The foreign material is smaller or equal to 2 mm^2. The complaint was verified and the cause is not established. Factors, which could have contributed to the complaint event, include separation of a material on the device. No containment or corrective actions are recommended at this time.